Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. No image issues were found. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the damage on cable unit led to water tightness lost. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported, the camera head exhibited broken cable and shaky image. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1: facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.